Event description:
The pt's blood pressure dropped to the value at 72mmhg durin the procedure. The pt was a male. The target lesion was left internal carotid artery. There was moderate calcification and no vessel tortuosity, the rate of stenosis was 77%. The angioguard xp's delivery and precise stent placement were successful. Post-dilatation with an amiia balloon at 10 atmospheres was performed. There was no neurological symptom to the pt. The exact point of time during the procedure when the hypotension occurred is unk. Dopamine hydrochloride was administered to the pt and the blood pressure returned to normal 12 hours after the procedure. According to the physician, this event most likely occurred due to carotid sinus reflex by stent placement.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report # 1016427-2009-00122 and 9616099-2009-00789.